Event description:
Reporter indicated that the pt was experiencing digestive problems that the pt suspected were due to vns therapy. The medical professional did not believe the events were due to vns, but deactivated the device which resolved the problems. The medical professional later tried to titrate the pt's settings up, but even at the lowest settings the pt began experiencing the digestive problems as well as nausea and vomiting. The medical professional noted that the pt is a known bulimic, and cannot afford to be vomiting and having digestive issues, so she decided that the pt needs to have the device removed. The device is currently turned off until a removal surgery occurs.